Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17085229 is 10885403460234. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing leak during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed and replicated. No anomalies were observed on the set during initial visual inspection. Functional and pressure testing showed leaking from the connection between the microbore tubing and the distal male luer. Inspection under magnification showed liquid movement between the outer wall of the tubing and the inner wall of the male luer¿s tubing attachment area, indicating a channel in the solvent from insufficient application of solvent during the manufacturing process. Dimensional analysis was performed on the microbore tubing and it measured within specification. The root cause of the leak was insufficient solvent applied at the engagement due to equipment and/or operator error.

Event description:
The customer reported that the epidural tubing leaked during patient use.